Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that during reprocessing, the gastrovideoscope tested positive for 5 colony forming units (cfus) of candida albicans. The scope was sampled again 7 days later and was positive for 18 cfus of staphylococcus epidermis, staphylococcus capitis, staphylococcus hominis and gram positive priestia flexas. The scope was sampled a final time 9 days later and was positive for 7 colony forming units (cfus) of staphylococcus hominus, gram positive metabacillus halosaccharovorar, and gram positive solibacillus silvestris.